Manufacturer narrative:
No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a myopia refractive surprise following analyzer cataract surgery. Patient previously had underwent hyperopic lasik. Surgeon plans on doing an intraocular lens exchange. Additional information has been requested.